Manufacturer narrative:
Per additional information received on april 22, 2025, the patient's implant was not ruptured and we were able to remove the scar tissue that developed in post op and use her same implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 28, 2025, indicated that the capsular contracture grade was iii. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with mentor memorygel 325cc silicone prosthesis developed left-sided capsular contracture grade IV and associated scar tissue following the procedure. Symptoms commenced a few weeks post-operation, and she was formally diagnosed with capsular contracture during her postoperative visit on (B)(6) 2025. This diagnosis followed her previous breast implant removal and replacement on (B)(6) 2024, during which she began to experience complications that prevented the left implant from settling appropriately, resulting in significant pain. Consequently, the patient underwent surgical intervention for scar tissue removal on (B)(6) 2025, to alleviate her symptoms and improve her overall breast aesthetics and comfort.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV and associated scar tissue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).